Event description:
Ous MDR - it was reported that approx. 54 months after the implant oversensing was observed. Pacing impedance in rv was exceeding 3000 ohms. The pacing thresholds were unstable in atrial and in ventricular channels. The leads remain implanted, the device has been reprogrammed.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device, as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided data included a pacing impedance trend curve showing a stable pacing impedance around 2400 ohms between may 2018 and november 2018. Furthermore, the iegms demonstrated artefacts on the atrial and ventricular channel, leading to oversensing, as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.